Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had pain at the ins site and an emergency room (ER) visit. The pain was noted to be sudden, but then described as since implant on (B)(6) 2016. The patient had an appointment with their healthcare provider, the following day, after the report, to find out the cause of the pain. The patient turned their implantable neurostimulator (ins)off, during the report, until they met with their hcp. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.